Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens was scratched due to split/cracked company cartridge during implantation. The iol was explanted during initial procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The tip had a large aneurysm on the top. The tip also had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. The lens was returned positioned incorrectly in the lens case. A small amount of viscoelastic was observed on the lens. The lens had been cut into two pieces across the center typical of a removal. The pieces were returned adhered to each other pressed between the posts and the well area wall. One haptic was broken-gusset area. The lens was cleaned with klrp to separate the lens pieces for further evaluation. Two cracked areas with gouges were observed on the anterior surface. This damage would indicate a plunger override occurred. A small scratch was observed near the edge on the posterior surface. Other damage was observed which appeared to have been caused by an instrument used to grasp the lens, possibly during the removal. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the reported damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The used company cartridge tip was not split. The tip had a large aneurysm on the top center and heavy stress. This damage would indicate the lens and plunger were not in proper position for advancement. Top coat dye stain testing was conducted with acceptable results. The lens had damage that may indicate a plunger override occurred. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).